Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and required medical intervention. Blood glucose reading was 27 mg/dl. The customer stated the insulin pump continued to deliver micro-boluses in auto mode. The customer also reported their blood glucose was increasing and their sensor glucose reading was at 281 mg/dl. The customer's current blood glucose was 151 mg/dl. Customer treated with food for low blood glucose. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer attributed their low blood glucose to over correcting during the night. The insulin pump will not be returned for analysis.